Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while removing air from the cartridge with a syringe, particles were observed. Customer continued to use cartridge. There was no reported impact to customer's blood glucose.